Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a calcified, tortuous lesion with 95% stenosis in the lad. The device was prepped prior to use with no issues noted. The lesion was pre-dilated twice, both times for 10 seconds and at 12 atm. Following pre-dilation, 75% stenosis remained. The physician encountered difficulty in crossing the lesion, but concluded that this difficulty was not device related. No patient complications are reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The hypotube was kinked distal to the strain relief. The stent was positioned incorrectly, with a gap between the proximal pillow and the first proximal segment, the stent covered and extended past the distal tip due to deformation and stretching of the segments and the gap at the proximal end. The distal tip appeared undamaged. The 1st and 2nd proximal segments are deformed, 6th proximal segment is misaligned with raised strut, the stent is deformed and stretched from the 10th proximal to the 7th distal segment. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (95% stenosis, calcified and tortuous lesion). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (95% stenosis, calcified and tortuous lesion). (B)(4).